Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead is reported to have noise on the atrial channel and the far-field channel. Patient to be seen in clinic today to have the lead evaluated. Rv channel is not reported to have noise. Device remains implanted.